Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 a patient received an applicator that appeared to be used. Patient's mother stated the plunger was pushed in and the needle and sensor wire was protruding. Sensor seemed to come apart in the packaging.